Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported their programmer remote was showing poor communication. The recharger was showing no efficiency bars but the dev ice was fully charged. On the remote, they said they were showing poor communication even though they changed the batteries and repositioned the antenna. The patient noted their implant is in their leg. Later, on (B)(6) 2016 , the patient said they were unable to communicate with their implantable neurostimulator recharger (insr). They kept seeing the reposition antenna screen. The patient was unsure if they were feeling stimulation in their leg or if it was just their symptom. They stated they had "weird stim" in their leg before they got the implantable neurostimulator (ins) placed which is part of their condition. At the time of the report it felt more like pain to the patient. They were not sure the last time they felt stimulation. The last successful charge was about two weeks prior to the report. The patient said they were still getting poor communication and also said they were getting poor coupling at times. It was noted that the patient was planning to check with their healthcare provider regarding the coupling bars, but they have to fly to see them. The patient also mentioned that they need programming, but clarified this is only to check the device. They confirmed that there were no issues with the actual therapy itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.